Manufacturer narrative:
Reference ID: (B)(4). Radiography 7300 c is a high-end digital system featuring a height-adjustable patient support table and a ceiling suspension with a movable tube and control handle. It includes a philips x-ray generator and a pixium 4343rce flat panel rad detector, forming the radiography image chain. The system also offers a portable wireless detector option, the skyplate family, for flexible exposures. Philips received a complaint on radiography 7300 c indicating that skyplate fell and has artifacts in image. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped, resulting in image artifacts. Attempts to calibrate the detector were unsuccessful. The detector needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate fell and has artifacts in image. The device was in clinical use and there was no harm to patient or user. Additional information received that the detector was dropped by the customer.